Manufacturer narrative:
The device was returned to resmed for an extensive engineering investigation. Review of the device logs confirmed the reported issue and performance testing reproduced the device failure. The investigation determined that the device failure to complete its internal self-test was due to a defective non-return valve (nrv) in the pneumatic block. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed that an astral device failed to complete its internal self-test. The device was not in use when the fault occurred; therefore, there was no patient involvement.